Manufacturer narrative:
On (B)(6) 2017, the customer reported to the siemens customer care center (ccc) that a discordant cardiac troponin (tni) test result was obtained on a dimension exl with lm system on two different specimen type samples from the same patient. The first specimen type, lithium heparin plasma, gave a falsely high result for cardiac troponin. The second specimen type sample, serum, gave a lower result. The ccc advised the customer to send the sample out for testing using alternate methodology. On (B)(6) 2017, the customer reported that the cause of the discordant cardiac troponin (tni) result was sample related but did not provide any further data. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
A discordant falsely high cardiac troponin (tni) result was obtained on a dimension exl with lm system on a lithium heparin plasma sample. This result was provided to a nurse who questioned the result. A serum sample was collected from the same patient and was run on the same system giving a lower result. It is unknown if this result was reported to the physician. The repeat result is considered correct. There are no known reports of patient intervention or adverse health consequences due to the discordant tni result.